Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
The customer reported she received an error-4 display message on her blood glucose meter when a blood sample was applied to the test strip. As a result, the customer reportedly experienced symptoms of hypoglycemia and loss of consciousness for a brief moment. No third-party medical intervention was required and no prescription medications were reportedly taken to counteract the event. The customer also reported she self-treated her symptoms by drinking orange juice and taking glucose tablets. There was no report of death or permanent impairment associated with this event.